Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804pl) was implanted on (B)(6) 2023. A one-week post-operative scan showed no break, however, after two-weeks a fracture that appears to be near siphonguard showed in the scan. The patient has fluid near where the valve was implanted. It was stated that the valve was likely need to be replaced.

Manufacturer narrative:
The certas valve (ID (B)(4)) was returned for evaluation. Unique device identification (UDI) - (B)(4) failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, the silicone housing along the siphon guard was cut/torn. The siphon guard was visually inspected marks were found on the siphon guard. The complaint is confirmed. Root cause analysis- the root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the silicone housing. As noted in the "IFU" silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard are due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.